Manufacturer narrative:
During a coil embolization of an unknown vessel and aneurysm, the orbit ((B)(4)/lot 15169096) did not detach when pressurized to the green zone or the red alternative detachment zone. The coil was replaced for a new orbit (different size, details unknown) and the procedure was successfully completed. There was no patient injury reported. The procedure was conducted in accordance with the IFU and a constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on either the trufill dcs syringe ii (unknown lot) or the coil by visual inspection. It was unknown if the dsc syringe ii was also replaced or not. Also, it was unknown how many coils were successfully placed using the same syringe before the reported event. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe or coil system hub. No leaks were noticed on any of the connections (syringe, coil system, or hub). Other than the reported event, no other damages were noticed with any other section of the coil (was not unraveled, stretched, detached, separated, fractured, etc), delivery system (was not kinked, bent, fractured, separated, etc). It was initially reported that the orbit system would be returned but that the syringe was not available. With follow-up investigation, it was reported that neither of the devices are available for analysis. No additional information is available. A review of the manufacturing documentation associated with orbit lot 15169096 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Based on the available information and without the return of the involved devices, no conclusion can be made regarding the reported inability to detach the orbit coil. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The procedure was coil embolization of an unknown vessel and aneurysm, and during the procedure, the orbit (637mf3575/, complaint product) would not be detached at the green zone or the red alternative detachment zone. The coil was replaced for a new orbit (different size, details unknown) and the procedure was successfully completed. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. It was unknown if the dsc syringe ii was also replaced or not. Also, it was unknown how many coils were successfully placed before the complaint product using the same syringe. There was no patient injury reported. The complaint product is going to be returned for evaluation. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe or coil system hub. No leaks were noticed on any of the connections (syringe, coil system, or hub). Other than the reported event, no other damages were noticed with any other section of the device coil (unravel, stretched, detached, separated, fractured, etc), delivery system (kink, bend, fracture, separated, etc). The syringe will not be returned for analysis. No additional information is available.